Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367364, batch no. 9070781, unknown. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tube slid off the spike and out of the vacutainer on it¿s own. The following information was provided by the initial reporter: as the lab technician was drawing blood using a vacutainer, as she inserted the blood collection tube into the vacutainer, the tube slid off the spike and out of the vacutainer on it¿s own. The lab technician stated that this happened a lot of the time when using a bd vacutainer and blood collection tubes and that they usually now had a second person with them when they collected blood samples to hold the tube in the vacutainer until the sample had been collected.

Manufacturer narrative:
Medical device type: jka, fpa. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9070781. Medical device expiration date: 2021-03-31. Device manufacture date: 2019-03-11. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367364. Batch no. 9070781, unknown. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tube slid off the spike and out of the vacutainer on it¿s own the following information was provided by the initial reporter: as the lab technician was drawing blood using a vacutainer, as she inserted the blood collection tube into the vacutainer, the tube slid off the spike and out of the vacutainer on it¿s own. The lab technician stated that this happened a lot of the time when using a bd vacutainer and blood collection tubes and that they usually now had a second person with them when they collected blood samples to hold the tube in the vacutainer until the sample had been collected.